Event description:
The reporter states that she obtained a 580 mg/dl and 256 mg/dl blood glucose comparison on the accu-chek advantage meter. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.